Manufacturer narrative:
Follow-up #1: date of submission 10/22/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/11/2013 with the following findings:visual inspection of the pump showed some cosmetic defects with no visible damage to the keypad. On investigation, the ¿up¿ button was responding intermittently, while the ¿down¿, ¿ok¿ and contrast buttons were responding properly. Upon removal of the keypad cover, contamination was found under the contrast button contact.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.